Event description:
Related manufacturer report number: 2017865-2022-05769. During a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. No intervention has been performed at this time. Diagnostic imaging is anticipated. The patient was stable and will continue to monitored.

Event description:
Additional information was received indicating a venogram was performed and no anomalies were noted. No further intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received indicating diagnostic imaging was performed and lead damage due to subclavian crush was noted. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.